Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net after a syncopal episode. A review of the transmission revealed over-sensed noise exhibited by the implantable cardioverter defibrillator. Noise was attributed to electromagnetic interference (emi). The patient was stable. Further information was requested but not received.